Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller alarming with its light-emitting diodes (leds) being off was confirmed via the controller¿s functional analysis. The returned system controller (serial number (B)(6)) was unable to communicate with a known working test system monitor upon arrival. A controller fault alarm was also active on the controller, and its leds were not active. The controller was connected to a mock loop and operated a pump as intended despite the observed issues, including the issue of its green pump leds being off. Due to the controller being unable to communicate with the monitor, log files were unable to be extracted. The controller was opened and was inspected at a component level, and fluid ingress was observed throughout the controller¿s power cables and its interior, affecting its printed circuit boards (pcbs). The fluid ingress was also observed to have affected the controller¿s main microprocessor, and damage to this component could cause the controller to not communicate with the monitor alongside a controller fault alarm and non-functional leds. The issue was isolated to the main pcb, as the same issues occurred while the main pcb was in use within a test controller. Due to the fluid damage across the main pcb, no further testing could be performed. The root cause of the reported events was determined to have been fluid ingress within the controller which damaged its main pcb and main microprocessor; however, the root cause of the fluid ingress was unable to be conclusively determined. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called a pager to report that the pump indicator light was off and the system controller alarmed continuously with system controller hardware fault hazard alarm. The alarm could not be silenced. The patient was instructed over the phone to switch to the backup controller. As soon as the driveline was removed, the alarms stopped. The patient could not power the controller down.